Event description:
Reporter indicated that the device elective replacement indicator was observed after being implanted for only 17 months, indicating possible premature end of life. The patient had constant pain and shocks in the left arm. The reporter stated that the battery seems to have reached end of life, likely due to "current leakage." The device was explanted. During the explant procedure, the lead test was within normal limits, indicating proper device function of the lead. The lead was left in place. Neither normal nor premature end of life can be confirmed as the generator was discarded after explant. It was further reported that the arm pain was part of the epileptic syndrome, and not caused by vns. Report is incomplete because attempts to obtain additional information and the explanted device have been unsuccessful to date.